Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. It was noted that the implantable cardioverter defibrillator exhibited multiple short episodes of right ventricular oversensing. Myopotential oversensing was suspected. The device was reprogrammed. The patient stable before, during and after the visit and would continue to be monitored.